Manufacturer narrative:
The customer complaint of occlusion alarms was not confirmed or replicated during the investigation since no device or logs were returned for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had an occlusion alarm during patient use. No product returned.